Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.1; second test inr = 6.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 1.1; second test inr = 6.0; mean = 3.55; sd = 3.4; %cv = 97%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned.